Event description:
Steris blue light handle cover fell off light handle during procedure. Hit np on shoulder and fell to ground. Light handle did not contaminate the field. Replaced with new light handle. Ref#lb53, lot#9799082.